Event description:
While using the power instrumentation, the double sided recip blade broke off at the connection to the hub of the power recip saw during use. No one was hurt and nothing was contaminated.